Manufacturer narrative:
A ge svc rep performed an onsite investigation. The customer site was experiencing intermittent power outages cause by a city underground power line shorting out. The sys was operating as intended and responded accordingly. There was no sys malfunction.

Event description:
The customer reported that the collimator was closing and the sys was shutting down. No pt injury was reported.